Event description:
The customer reported being in the emergency room due to high blood glucose of 428mg/dl. Troubleshooting was performed. The events leading to his admission was vomiting. The customer stated that the cannula was bent over when she removed the infusion set. The caller mentioned receiving no delivery alarms, but the issues was resolved by a complete infusion set change. The customer stated that the insulin pump has a crack at the display window. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.